Event description:
It was reported that the device had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of reduced/inadequate brake force for our stretcher lines (product codes fpo, ink, and fms), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report 0001831750-2018-00587 was originally submitted on october 19th, 2018. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
It was reported that the device had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of reduced/inadequate brake force for our stretcher lines (product codes fms), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2018-00587 was originally submitted on october 19th, 2018. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.